Event description:
Pt has had pain since implanting of this device. In 1996 it was discovered that device was fractured. Surgery is very risky to remove device, so implant remains. Pt now 100% disabled with chronic pain in neck, back and shoulders and cannot drive for more than 30 minutes at a time. Uses acupuncture, neck collar, and ice pack to help with pain. Suspects surgeon put in wrong device.

Event description:
Add'l info rec'd from MFR 6/23/04: the catalog number of the subject device was not provided. The lot number of the device was not provided. The total number of devices manufactured and distributed for the last three years cannot be determined with a catalog number. A medwatch report has been filed on this incident.